Event description:
During the surgical procedure--sagittal strip craniectomy with barrel stave osteotomies and cranial vault remodeling, the misonix bone scalpel hand piece (005) became hot and unable to be used during the case. Was removed immediately, the hand piece and the machine taken out of service and vendor informed machine ref # 100-92-0000, sn (B)(6).